Event description:
Patient reported experiencing elevated blood glucose (18 mmol/l, normally 5-7 mmol/l), for the past month. They indicated that they had attempted to lower blood glucose by changing all of the device's accessories, and bolusing additional insulin; however, their blood glucose remained high. Pt then switched to their back-up device, and their blood glucose returned to normal.